Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The battery only supported the device for approximately 15 seconds. A new battery was installed into the device. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had powered off when they used it to monitor a patient. When the device was turned on, the battery was showing as fully charged. After approximately 15 minutes however, the device turned off by itself. When it was turned back on, the device gave several audio warnings for a low battery. A back-up device would have been immediately available. After approximately another 15 minutes, the ambulance crew arrived with their own monitoring defibrillator. There was patient use associated with the reported event however, there was no negative outcome for the patient reported.